Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized intermittently due to elevated blood glucose (bg) levels. Bg values were not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information; therefore, event dates and details could not be clarified.